Event description:
Event description guidant received information that the technician at the hospital was unable to interrogate this device. The device is on an advisory. With magnet application, the device paced at 100bpm which indicates a good battery.

Event description:
Boston scientific received information that the technician at the hospital was unable to interrogate this device. The device is on an advisory. With magnet application, the device paced at equipment which indicates a good battery. The device remained implanted after event resolution and was recently explanted for normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The local representative visited the hospital and has interrogated the device using a different programmer. There were no problems interrogating the device with this programmer. Next, the device was interrogated with the original programmer and that too interrogated with no problems at all this time. It is likely the interrogation issue was due to technician error. No further information available. This event will be reopened should more information be made available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.